Manufacturer narrative:
During troubleshooting the sale representative informed the service center the customer uses using the180 scopes with processor, and bars were present on monitor when scope/maj-1430 communication cable are not installed in processor. Additional information has been requested but not yet received. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that their evis exera iii video system center when they plug in all the cables the screen is black during preparation for use in an unspecified procedure. The customer also stated after replacing the cables the screen remains black. There were no reports of patient death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, no scope image being displayed (including momentary blackout) could not be identified. However, it¿s likely the cause is related to normal deterioration. Olympus will continue to monitor field performance for this device.